Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the device was not returned for evaluation. The cause of hematoma and access site bleeding were not determined due to insufficient clinical details and no product return.

Event description:
Clinical review rationale: an impella cp was inserted by right femoral access on (B)(6) 2026 for the indication of ami/cgs. On (B)(6) 2026, during the course of support, the patient developed a hematoma at the right femoral artery access site, which was managed with manual compression, blood products (unspecified amount), and the device was removed. It is noted that the patient had reposheath placement, forward suturing was utilized, along with 4x4 gauze. Anti xa anticoagulation monitoring was used and was 0.24 at the time of the event. It is unknown which antithrombotic drugs the was patient was on. The patient outcome was reported as survival at explant. Hematoma at the access site is a known and documented potential complication associated with percutaneous vascular access, as described in the device¿s instructions for use (IFU).

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.